Event description:
The hcp reported that the pump was prematurely explanted after 27 months. In september 2004, the pt was experiencing increasing spasms. The daily dose of baclofen was increased without much benefit. Xrays of the catheter were taken, but did not reveal any breakage or disconnection. A side port injection was attempted, but was unsuccessful as the hcp was unable to inject the dye into the side port. The pump was emptied and then filled with saline. The pt was to be taken for catheter revision. One the day prior to the scheduled surgery, it was noted that there was a collection of fluid in the pump pocket and the pocket was increasing in size. Catheter revision was then performed the following month with replacement of 2 pieces of catheter. An attempt was made to empty the saline from the pump during surgery in order to refill it with baclofen, but it was not possile to empty the pump. Resistance was noted when a attempting to fill the pump, despite warming the pump in saline to 40 degrees centigrade. The pump was reimplanted and another unsuccessful attempt was made to fill it was 48 hours later. The pt was taken back to surgery and the pump was then replaced. Postoperatively, it was possible to refill the pump after giving a purge dose. The pump was returned to the manufacturing analysis.